Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the distal cover easily came off the scope due to insufficient attachment. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual includes - chapter 4 - 4.1. Operation manual includes - chapter 3 - 3.5.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report was submitted by the importer under the importer's report number: 2429304-2023-00114 the device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported that during a diagnostic procedure while using the evis exera iii duodenovideoscope, the single use distal cover came off and went into the patient's airway. This occurred within the first 5-10 minutes of the procedure. The patient required intubation and the cover was then removed. There was an extended procedural time frame as the procedure was about 45 minutes in duration. The procedure was completed with another scope. Due to the intubation, the patient did sustain some mucosal irritation. The patient was sent to the recovery room instead of short stay. There was no death or long term injury. Patient identifier (B)(6) is for the evis exera iii duodenovideoscope. Patient identifier (B)(6) is for the single use distal cover.